Event description:
Information received indicates that the mosaic mitral valve was removed after approximately one week after indications that the valve had thrombosed. At the initial implant, the patient had double valve replacement (mosaic mitral and aortic). There is no issue with the aortic valve. The explanted mitral valve has been sent to hospital pathology department. No further reports of patient complications have been received.

Manufacturer narrative:
H3 analysis: although requested, the product is not returned, and no product specific information (sn) is available. No product analysis is possible, and the device history record cannot be reviewed. Conclusion: the cause of the event cannot be determined. There has been no report of further complications to the patient.